Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with multiple battery out limit alarms and blank display. The customer's blood glucose level at the time was 118mg/dl. Troubleshoot was conducted. The customer was advised to insert recommended battery brand, and the display returned. The customer was advised that replacement battery cap would be sent out, and to monitor the device. The customer was advised to call back if issues persist.